Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: sp100236 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data.

Event description:
This is follow up#1 to report on 26/mar/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral¿ hernia surgery and was implanted with strattice device lot unknown on (B)(6) 2013. The form indicates that there was no revision or removal surgery for this device. The patient underwent an ¿incisional¿ hernia surgery and was implanted with a second strattice device on (B)(6) 2015. The patient underwent an ¿exploratory laparotomy with reduction of upper abdominal wall recurrent hernia; extensive lysis of adhesions; placement of biologic strattice mesh and repair of recurrent incisional hernia¿ on (B)(6) 2015. The patient was implanted with another strattice device. The form indicates that there was no revision or removal surgery for this device. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain; recurrence; adhesions; intervention and removal surgery.¿ the form lists the conditions that were treated were ¿pain; recurrence; adhesions; intervention and removal surgery¿ with approximate date of treatment on (B)(6) 2015. The ppf form also indicates the patient was implanted with an unknown non-abbvie device, on (B)(6) 2012. The form indicates that this device was removed on (B)(6) 2013 due to ¿found area of infected mesh on the right lateral abdominal wall; mesh was excised.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.